Event description:
It was reported the device showed a blank screen, with no prior warning of a low battery. The ECG monitor alarmed, alerting hospital staff to a heart rate of 50bpm and reduced systolic pressure. The device was set to ddd, with a lower rate of 90ppm. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. The device passed testing, with no anomalies found. The battery contacts were contaminated, and the bail attachment covers were broken.